Event description:
It was reported that this cardiac re-synchronization therapy defibrillator (crt-d) exhibited pacemaker mediated tachycardia (pmt), atrial and ventricular episodes in the collection period which all appeared to be atrial, or sinus driven. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received that atrial channel oversensing of ventricular signals was observed. It was noted that the leads were all within normal range. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.